Event description:
Reportedly this pump was in use for pca therapy and after approx 4 hours of operation, the night nurse noticed that the 60ml syringe in the pump was empty. The nurse also noted that the position of the plunger mechanism remained in the "full up position". The syringe was filled with air. The pt was drowsy, when awakened during the third shift, but easily aroused and did not require any intervention.